Event description:
It was reported that a patient had peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask during therapy, which was a break in aseptic technique. The patient was then found to have developed peritonitis. The patient was not hospitalized for peritonitis, however, two days later the patient was treated with an injection of vancomycin (500 mg intraperitoneally (ip) nightly) and an injection of ceftriaxone (500 mg ip in the morning) for the peritonitis. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique during therapy. Based on the report the assignable root cause was determined to be a use error. If additional information becomes available, a follow up report will be submitted. A labeling review was completed and determined that the instructions provide sufficient level of detail for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.